Event description:
(B)(4). It was reported that post percutaneous coronary intervention, side branch event occurred. In (B)(6) 2013 the subject presented with stable angina ((B)(4) cardiovascular society classification: and the subject was referred for cardiac catheterization. Target lesion #1 was located in the mid left anterior descending artery with 75% stenosis, a length of 15 mm, and reference vessel diameter of 3.50 mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.5 x 20 mm study stent. Following post-dilatation, residual stenosis was 0%. The following day, baseline core lab angiography result revealed a 10% side branch stenosis at 1st diagonal. Post procedure, angiography revealed 70% branch percent stenosis in 1st diagonal. The subject was discharged three days after on dual antiplatelet therapy.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).